Manufacturer narrative:
The patient's weight of (B)(6) is an approximate weight as reported. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative. The pump was replaced on (B)(6) 2017. Regarding the new pump, the dose was to remain the same, the pump was to be rinsed and filled with 16 ml. It was further noted that during the pump replacement on (B)(6) 2017 the catheter was aspirated and while taking the old drug from the existing pump and placing it in the new pump they struggled with aspirating the old drug from the pump and were questioning if air had been introduced in the existing pump reservoir and how that could occur and if it could have anything to do with the motor stalls. How to silence the active alarm before sending the pump back for analysis was discussed. Additional information was later received via a healthcare provider on (B)(4) 2017. Regarding actions taken to resolve the multiple motor stall and recoveries, it was noted that the patient was brought back to their clinic immediately for pump interrogation on (B)(6) 2017 when the motor stall was reported. The hcp indicated they then notified the manufacturer¿s technical services to rectify the issue. The cause of the multiple motor stalls and recoveries was not determined. The hcp noted that it was recommended the patient have their pump replaced. Arrangements were made to have it replaced the same day ((B)(6) 2017). The patient¿s weight at the time of the event was approximately (B)(6). The pump was being returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare professional, and a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 6.889mg/day via an implantable pump for non-malignant pain and pancreatitis. It was reported on (B)(6) 2017 the pump alarmed. It was noted that the patient was not due for a refill until (B)(6) 2017. It was unknown as to why the pump alarmed. It was reported the patient said there was a 8546 (did not remember exact code and can not find where it was written down) on the personal therapy manager (ptm) when they tried to use it while the pump was alarming. The pump was refilled on (B)(6) 2017. Patient was redirected to healthcare professional (hcp). It was later reported by a manufacturer representative (rep) the pump alarm occurrence and reported they thought the pump was refilled today ((B)(6) 2017), but the patient left a voicemail stating the pump alarmed again. It was later reported the patient was hearing the pump alarm with an 8475 code on 8835 post pump refill today ((B)(6) 2017). It was noted that patient tried contacting the clinic, but no one answered, so they contact the rep. It was later reported on (B)(6) 2017 by a healthcare professional that a motor stall was seen at initial interrogation, and the patient did not recently have an magnetic resonance imaging (MRI). It was also noted that patient saw 8476 code on ptm. Pump status and/or event log report showed a motor stall occurred and multiple motor stalls and recoveries. It was noted that logs show motor stalls started yesterday ((B)(6) 2017), but could not access the event log data for earlier dates; and noted the patient first heard the pump alarm on (B)(6) 2017. It was confirmed there was no electromagnetic imaging (emi) sources present. It was reviewed to consider pump replacement, programming to minimum rate, and to cover the patient with non-pump medication. It was recommended that if pump was explanted/replaced to return to manufacturer for analysis. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver hydromorphone (10 mg/ml at 0.063 mg/day). Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. Additionally, analysis found a motor feed thru anomaly of shorting across the insulator. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.